Manufacturer narrative:
Date of event: estimated based on the event happening 4 years ago.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately 4 years post-implant, the patient experienced six strokes and is now unable to speak with little memory and is wheelchair bound. No additional information is known at this time.